Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient reported elevated blood glucose (bg) intermittently over the past few weeks, as high as 400 mg/dl with ketones. Specific dates for the bg excursions were not given. The patient stated that she has been correcting elevated bg with the pump, and was within target range at the time of the call to customer support (cs). Cs reviewed the pump with the patient and found that the patient was using supplies longer than recommended. A review of the pump history indicated that the patient was using cartridges until empty up to seven days, and was changing her site/set every five days. The history also indicated that the patient was doing a fill cannula of 0.0 units, resulting in missed insulin delivery following site changes. The patient confirmed that she was using pump recommendations for bolus amounts, and denied any air in the cartridge or bent cannulas. Cs advised the patient to change her site/set at least every three days and to change the cartridge at least every five days. There was no indication of a pump malfunction. The pump is not being returned at this time, and there has been no further reported incident. This complaint is being reported due to the patient's alleged hyperglycemic event while using insulin pump therapy. User error likely caused or contributed to the reported bg excursions, as the patient was not following recommendations for changing supplies and was not performing the fill cannula step appropriately after site changes.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2013. Device evaluation: review of the black box and download history revealed recorded information began on (B)(4) 2013. The pump had been used after date of complaint; (B)(4) 2011 and the history and the black box data had been overwritten. Review of the data that did exist revealed no alarms related to the complaint. The daily total dose added up correctly according to the user¿s programmed basal rates. The pump was exercised for 29 hours and was found to be delivering within specifications. Investigation was unable to confirm or duplicate the complaint.